Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage at the electronic assembly. They were unable to verify the watchdog timeout alarm or unexpected restart alarm due to the blank display. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 90 mg/dl at the time of incident. He stated that the pump alarmed watchdog timeout and he was unable to clear it. After removing the battery for five minutes, the display returned but it alarmed unexpected restart. He called back hours later and stated that the pump had blank display. Troubleshooting was completed but the display did not return. He was advised to leave the battery out for two hours and to call back if the display did not return. He stated that the pump would still do nothing even after using new batteries. They were unable to troubleshoot for the high blood glucose because the pump was on rest. The customer called days later because the display was blank and he was on manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.